Manufacturer narrative:
Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported the gantry microphone was not working. A philips field service engineer (fse) confirmed the operator was not able to hear the patient at all times. If the operator is unable to hear the patient due to a failed component, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported that the gantry microphone was not working and the operator was unable to hear the patient on the intercom. This occurred on a gemini tf pet/CT 16 slice. The customer contacted philips for service and continued use of the system. The philips field service engineer (fse) evaluated the system and confirmed the customer¿s allegation. The fse was able to determine the gantry microphone board assembly had failed and was the cause of the communication loss. The fse replaced the gantry microphone board assembly to resolve the issue and the system was return to full functionality. The fse confirmed there was no harm as a result of this issue. The system is operational and in clinical use. This event has been determined not to be a reportable event.